Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting concern about a possible false negative result. Customer states the patient is symptomatic and the result was positive when running the same cassette on an additional instrument. No confirmation testing was performed.